Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was achieved in a common femoral artery using perclose proglide devices. Reportedly, the suture from two proglide devices were deployed and set to the side. After conclusion of the aaa repair procedure, the knots from the two proglide devices were advanced and tightened, but bleeding continued. Hemostasis was achieved surgically. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. It is unknown if the operator was trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device referenced was filed under a separate medwatch manufacturer report. Estimated date of event - the date of occurrence was not provided. The customer reported the product experience on (B)(6) 2014; therefore, this will be the estimated date of event.